Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had a new system implanted on (B)(6) 2023 for the same pain pattern. The investigation did not determine which lead on the other system resulted in ineffective stimulation.